Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that there was a recessed pin in the lemo connector. The pin was reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not fluoro creating delay. There was no adverse pt involvement reported. There was no pt info reported.